Manufacturer narrative:
Correction: cancel MDR. This is a duplicate complaint. Information is captured in either MFR report # 1710034-2025-01934 or 1710034-2025-01935.

Event description:
No new information.

Event description:
Event date: 11/20/2025. Event description: "over the last five shifts I have used 22g's to start a few IV's. I have had three of them split like this when going to advance the line. Not sure if this is a bad batch or what." Patient harm: no.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state.